Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a plastic piece from the maryland bipolar forceps instrument tip was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the molded insulator broken. The broken piece measures approximately 0.200" x 0.063¿ and was not returned with the instrument. This failure is typically associated with mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument related to this complaint for evaluation, but failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that a piece from the maryland bipolar forceps instrument tip broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. The surgical procedure was delayed by greater than 30 minutes due to the issue. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a plastic piece from the maryland bipolar forceps instrument tip broke and fell into the patient¿s abdominal cavity. The fragment was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. When the customer used the instrument for about 1 to 1.5 hours to dissect the tissue, the instrument broke and the fragments fell into the patient. All the fragments were retrieved during same procedure and confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed robotically with a back up instrument of same kind. There was a procedure was delay for approximately 30~40 minutes. No intra or post operative complications occurred due to this delay. According to the surgeon, this event did not impact the procedure and patient¿s health.